Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving. Review of the system log file showed a problem with the geometry. Upon functional testing fse found that the c-arm was not able to turn off. Fse suggested to replace the spc1, spc2 and cranial caudal movement potentiometer. No further information regarding the issue has been provided by the customer. To date, there is no reoccurrence of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the equipment's arch movement was locked. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.